Event description:
It was reported that the user experienced difficulty twisting the luer connector onto the insulin cartridge, despite performing a rewind to flatten the cartridge interface, and also reported a cracked connector that leaked insulin; the user subsequently achieved connection by using a previous cartridge with a new connector. Symptoms included insulin leakage from a cracked connector. Outcomes included interruption to normal device use requiring troubleshooting and replacement of disposables. Investigation included review of user-provided photographs and technical troubleshooting to verify proper cartridge seating and connector engagement. Investigation of this case revealed evidence consistent with a damaged connector and difficulty in connecting at the luer interface, with affected components identified as the connector and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was component damage to the connector and user difficulty with luer engagement leading to leakage and connection issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.